Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to going to the emergency room. The reported glucose values fall within the d zone of the parkes error grid when it was checked at an unspecified time later in the hospital. No additional patient or event information is available.